Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Boot and charge tests were performed and passed. Functional tests were performed and passed. A sound test was performed and passed. A manual functional "try it" test was performed and passed. An internal visual inspection was performed and passed. Speaker resistance was measured and found to be within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.